Event description:
Pump over-delivered. Pt was to receive 1000cc of total parenteral nutrition at 40 cc/hr over 24 hour period. Instead pt received total volume within 1-1/2 hours. Pt was successfully treated with lasix and insulin. No permanent injury was reported as a result of the event. Pump is being tested.